Event description:
On (B)(6) 2012, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2012, the pt underwent another procedure to address a possible type iii endoleak. Two aortic extenders were placed across the overlap of the trunk and existing aortic extenders.

Manufacturer narrative:
Additional devices: rmt231216/#9673237, pxa230300/#7092602. The manufacturing records review verified that the lots met all pre-release specifications.